Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube was kinked on the inside for the whole length of the tube. No other defects were found. Functional testing was performed and it was found that a ball bearing could not freely pass through the tube. However, this would not affect the removal of the device. The device was also inspected for inflation and deflation but no issues were found. A device history record (DHR) review was performed on the spiral flex et tube with no evidence to suggest a manufacturing related cause. Therefore, the root cause of the complaint issue could not be determined based on the condition of the sample received and the information provided. A corrective action is not required at this time as the complaint could not be confirmed. There were no signs of external damage to the returned et tube that would cause the et tube to be difficult to remove.

Event description:
The customer alleges that the endotracheal tube was difficult to remove. No report of patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the endotracheal tube was difficult to remove. No report of patient injury. The patient's condition is reported as fine.